Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dropped image was not identified or reproduced. The event can be prevented by following the instructions for use which state: ¿avoid using the video system center in a dusty environment. This may damage the video system center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation it was observed the device was internally dusty, the device passed all tests, the device was left on soak test for 3 working days, and the scope image remained stable. The investigation is ongoing and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during an unknown procedure, the picture with the visera elite ii video system center cut out. It was also noted a second camera was attempted to be used but the issue persisted. Subsequently, the intended procedure was completed with a delay of 15 minutes and extended anesthesia time. There was no harm or user injury reported, due to the event.